Event description:
The medical engineer reported that after five minutes on bypass, the lpm was not displayed on the panel. The panel was power cycled. The display recovered and functioned properly but then, the problem reoccurred. Approximately an hour later, the scp started to beep, the lpm displayed briefly and then disappeared. Approximately two hours later, the lpm suddenly appeared on the panel. The scp operated normally for the duration of the case. No further issues occurred and the case was completed without incident. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp system. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The medical engineer reported problems with the scp display panel. The equipment was evaluated by sorin group (B)(4). During the visual inspection, an electrical wire was found to be exposed from the sheath on the cable. Sorin group (B)(4) has requested that the product be returned to them for evaluation. A follow-up report will be filed when the investigation is complete. There was no report of patient injury. The facility filed a vigilance report with the country's competent authority. This medwatch report is filed as result of this action.